Event description:
The olympus representative reported for the customer that during reprocessing the visera pro video system center presented with an intermittent image on the display. The intended therapeutic laparoscopic surgery was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but the video connector component was faulty, due to which the image was flickering. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video connector component could not be determined. Olympus will continue to monitor field performance for this device.